Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The product was in good physical condition. Event history log (ehl) showed motor rate error. Occlusion test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: moved lead screw nut to correct gap specification; and all functional tests passed.

Event description:
It was reported that the pump had a motor speed failure. No patient injury was reported.